Event description:
A malfunction alarm was reported, with no notable events occurring beforehand, and the issue did not cause any adverse impact on the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the customer successfully implemented these actions as the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues arose.